Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call, that there were three reservoirs from one lot that were leaking when filling the reservoir. Customer's mother stated the leak occurred on the backside nearby the rubbers. Customer's mother stated she fills the reservoirs correctly. Customer's blood glucose wasn't provided. Customer agreed to return the reservoirs for analysis.

Manufacturer narrative:
Reliability analysis evaluated one sealed reservoir and three open/used. Inspected the reservoir's o-rings/stopper groove for anomalies and none were found. Ran basal, bolus leaking test and no leaks were noted.